Event description:
The external pulse generator was returned to the manufacturer for repair due to a cracked case, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Upper and lower cases, both bail covers, ring cover, and battery drawer are broken. Battery release is contaminated. Lead flex cover is broken and contaminated. One bail is missing and the ring is bent.